Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified sensor error was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. The customer did not report any symptoms but was seen in the emergency room. The customer cannot provided further treatment details as it happened some years ago. There was no report of death or permanent impairment associated with this event.